Event description:
Customer reported she was hospitalized twice due. Customer's blood glucose was 120 mg/dl and 1000 mg/dl, unclear which date she had each blood glucose. Customer reported first hospitalization she experienced continuous vomiting. Customer did not report any significant event for second hospitalization. Doctor things hospitalization was due to complication of gastro and brittle diabetes. Customer was wearing the device. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2014-50437.